Event description:
Reportedly, the wound issue has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient has a seroma near the ipg site. As such, the seroma was drained and the ipg site was repositioned to address the issue on (B)(6) 2024.

Manufacturer narrative:
Date of the event is estimated.